Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump received with stripped battery cap coin slot, minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that a customer experienced high blood glucose of 480 mg/dl the customer was informed that there could be many reasons for high blood glucose. The customer stated that their insulin pump would shut off on its own with out any alarm of a low battery. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.